Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: an investigation of images provided verified the reported leg fracture. However, it cannot be determined if the leg was fractured during filter retrieval or prior to retrieval. Fracture of the filter wire is an uncommon, but known risk in relation to filter implant. Fracture of filter legs is due to unidirectional bending fatigue. Based on information provided the exact reason for the secondary filter leg to fracture cannot be determined. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: retrieval attempted after 3 years insitu as requested by patient. Images show that on deployment of filter one of the secondary struts has deployed incorrectly. The cause for the incorrect deployment was operator error. When retrieving filter the retrieval set separated the secondary strut. Filter was retrieved but the strut remains insitu in patients ivc. It was decided to leave the strut in patient as difficult to retrieve without damaging ivc due to the long indwell time. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.